Event description:
It was reported that the st holster is giving error codes during the procedure. There were no patient consequences reported. The device is being returned to evaluated blue and green cable error codes occurring during the procedure.

Manufacturer narrative:
Evaluation summary: the analysis site confirmed the customer complaint. The encoder was replaced to correct the issue. After servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.